Manufacturer narrative:
An on-site investigation was conducted and the problem was reproduced. Among other things, the original level detection strip was removed and visually inspected, with no defects found. The original level detection strip was replaced and the screw that grounds the strip to the reagent compartment was tightened. The problem was resolved. No parts were replaced. The MFR is also evaluating the problem but has been unable to reproduce it. The MFR determined that it is possible the problem is associated with the tightness of the screw. As preventive action, the assembly manual is being revised to add the following add'l checks. The screw that secures the level detection strip to the r1 reagent compartment must be tight. Measure the resistance of fg to ensure it is < 1 ohm. In addition, notification will be sent to the field service engineers. The notification will instruct them to check the resistance of the fg to ensure it is < 1 ohm and tighten the screw if this type of event is observed on installed analyzers.

Event description:
It was reported that the analyzer is unreliable in its ability to deliver and detect the reagent. It was also reported that the analyzer continues testing w/o reagent and error flags are not consistently generated. There were no pt injuries associated with this report.